Event description:
During exchange of breast implants left saline breast implant was found to be ruptured. Left breast explant sent to pathology. Pathology report: received fresh is a 117g 15.0 x 14.0x 2.0cm deflated breast implant with a tan, yellow textured wall. The wall displays a 1.1cm slit like defect on the posterior surface. The wall displays the inscription "mentor 550cc." Unsure when the implants were placed as there isn't any documentation in patient chart.